Manufacturer narrative:
Device evaluated by MFR: the console and foot pedal were tested together using a 1.75mm rotalink burr. The rotational speed control is linear when increasing rpms from minimum to maximum. The rotational speed control is non-linear when decreasing from maximum rpms with an abrupt drop in speed of approximately 70 krpm. In dynaglide mode, the speed drifted down 3000 rpms from the set speed and then remained stable. The turbine pressure control knob requires extra turns before the pressure gauge reading registers a drop in pressure and the rotational speed display registers a drop in rpms indicating a failure of the proportional valve. Failure of the proportional valve is consistent with normal wear and tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that in preparation for a rotational atherectomy procedure, there were speed issues with the console. During preparation of the rotablator console, the physician noted that the speed of the burr sounded higher or lower than what was registering on the display of the console. The speed issue occurs intermittently with the speed going higher or lower than intended. The nitrogen tank was steady at 100 psi. The procedure was completed with another of the same device. There were no patient complications as this issue was noted during preparation outside the patient.

Event description:
It was reported that in preparation for a rotational atherectomy procedure, there were speed issues with the console. During preparation of the rotablator console, the physician noted that the speed of the burr sounded higher or lower than what was registering on the display of the console. The speed issue occurs intermittently with the speed going higher or lower than intended. The nitrogen tank was steady at 100 psi. The procedure was completed with another of the same device. There were no patient complications as this issue was noted during preparation outside the patient.

Manufacturer narrative:
(B)(4)